Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy at initial activation. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. A rotational sensor malfunction was observed. First prime ended prematurely, lasting 21 pulses. After 31 total priming pulses, the needle mechanism did not deploy, and the pod was subsequently deactivated. The pod was reset, rerun and connected to an unused pdm, the pod had replicated the rotational sensor malfunction. The rotational sensor assembly was inspected for damages or manufacturing defects, contamination was observed on the commutator cap. The observed commutator cap contamination is confirmed as the cause of the reported needle mechanism failure.